Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's medtronic diabetes therapy consultant reported via email that the customer experienced an episode of high blood glucose and diabetic ketoacidosis about a week ago. The patient's blood glucose at the time of incident was not mentioned. No hospitalization or call to ems was occurred; the customer's husband helped her recover from her hyperglycemia. The patient is now doing well and does not want a follow-up call, and had declined to be transferred to the 24-hour helpline. No products were shipped or returned.